Manufacturer narrative:
It was reported that two (2) syringe components broke. Reportedly, one syringe broke during use while the other was found to broken within the pack prior to use. No information as provided how the first syringe was being used at the time of the break. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and the tip of the photographed syringe was observed to had cracked and broken off. No physical sample was returned for evaluation. A definitive root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that two (2) syringe components broke.